Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since having seizure like episodes in (B)(6), 2015, therapy had not helped anymore. The patient had the implantable neurostimulator (ins) removed. The patient¿s leads remained implanted in the cervical area. The patient also had another manufacturer¿s system implanted. It was noted that the patient experienced symptoms in the trigeminal area. Additionally, the patient had inquired about having magnetic resonance imaging (MRI) and it was advised that the physician contact the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer&#38112;representative (rep) reported the patient contacted the physician to have the spinal cord stimulation (scs) system removed because it wasn't providing effective therapy relief any longer. The physician later reported the cause of the loss of therapeutic effect wasn't determined. The implantable neurostimulator (ins) was removed on (B)(6) 2016. Relevant medical history includes head/neck (non-malignant) and spinal pain.